Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a button alarm 22. Reportedly, nothing was pressing up against the button to have triggered the alarm. There was no impact to the customer's blood glucose level. Troubleshooting with tandem technical support was performed, the wake button appears to be stuck down. It was indicated that the customer would manual injections as alternate insulin delivery.